Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. An email was received on 05/18/2018 stating that the physician suspected a fracture of the right ventricular (rv) lead. An x-ray was performed; however, the results are unknown. Oversensing causing inhibition was also suspected, but were unable to reproduce any noise or this behavior in office with multiple maneuvers. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).